Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level of 283 mg/dl at the time of hospitalization. Customer was treated with insulin pump. Customer was not alleging insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.